Manufacturer narrative:
(B)(4).

Event description:
It was reported that a tablet was shipped for the physician, but the company representative observed that the tablet was not working when she received it. That the company representative performed troubleshooting on the tablet by changing out the serial cord. When she used her functioning wand on the tablet, it did not work. She changed the serial cables, but the issue persisted. Her wand was ruled out as the cause. The issue appears to have been isolated to the tablet. The tablet has not been received to date. No additional relevant information has been received to date.

Manufacturer narrative:
Corrected data: the initial report inadvertently reported the date of event, the date of the initial report ,the date of the report received by the manufacturer, incorrectly.

Event description:
Additional clarifying information was received from the company representative that the event was observed on (B)(6) 2015. The tablet was received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
An analysis was performed on the returned tablet and ac adapter cable, and the reported allegation was not verified. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.